Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had become unresponsive and remained stuck on the cfnmadmin login screen. A technical support specialist (tss) remotely accessed the station and successfully logged in using cfnapp. The med application launched automatically, allowing users to log in without issues. After confirming the station¿s functionality with the customer, it was verified that the med application was operating as intended. However, the station was in critical override mode, with ssms server logs indicating the cause as a syncdelay. The customer was advised to consult with their it department to reseat the lan cable. If the issue persisted, they were instructed to contact the bd general support line to dispatch a field service technician (fst). With the cfnmadmin login issue resolved and system functionality confirmed, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it stucked on cfnmadmin login screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.